Event description:
A nurse reported that during a procedure, they were unable to change to air via f/ax (fluid air exchange). They made several attempts without success and the "eye got soft." The problem was resolved by using a new cassette. The procedure was completed following a five minute delay, with no impact to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).